Manufacturer narrative:
Continuation of d10: product ID a820, product type: software, product ID hh9020tdd, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal baclofen (unknown) and morphine (unknown) via an implantable pump for spinal pain indications. The patient reported she went to get a bolus yesterday and it said it was not paired with the device. Patient said they turned it off and back on and all they could get was the opening screen. Patient stated at 3am this morning needed a bolus and gave the pairing message again and had to pair and was looking for settings and froze at 90% and never went past that. Patient then said there was a screen that came on and said medtronic and immediately went black and it has not worked since then. Agent walked patient through handset and patient did pair the handset and was in the tutorial, agent walked patient through the tutorial and after that the patient was able to bolus. Agent walked patient through the 90% and clearing patient data. Patient would monitor and call if further questions. Patient had questions on bolus and lockout, agent reviewed. Patient stated she should not have to wait the hour, agent reviewed this was the lockout and that was what was programmed and directed to healthcare provider (hcp) on these concerns. Patient stated she gets 6 boluses per day and had taken one already today and had to wait one hour during call. The troubleshooting steps that were taken on the call resolved the issue. ***information was omitted as reported in (B)(4) (withdrawals, hospitalization)***